Event description:
It was reported that the patient has trembling in the upper body recently. The device was charged every 5 days, but the last charge date was (B)(6) so there was an interval. A recharger was placed on the stimulator and charging was guided. The stimulator's battery level was displayed as 100%. They could not confirm whether the stimulation was on or off. The manipulation was redone, but device searching was displayed and could not be confirmed. There is a possibility that the therapy is turned off because the remaining battery power is not reduced; when the therapy app was tried to be checked, the remaining battery power of the communicator was not available and the connection could not be made. After charging the communicator, the stimulation was switched off. The patient was instructed to switch stimulation on and see the patient's condition. The tremors in the upper half of the body improved after the stimulator was turned on.

Manufacturer narrative:
Continuation of d10: product ID tm90d0 (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient forgot to charge and left it in the state for a few days, and after recharging, they didn't turn the stimulation back on.

Manufacturer narrative:
Continuation of d10: product ID tm90d0 serial# unknown: product type accessory product ID 3387s-40 lot# va28xl0: product type lead product ID 3387s-40 lot# va28xl0: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that a brain tumor was discovered during the implantation surgery in 2021. When the patient's tremors gradually became stronger and could not walk anymore, it was discovered that the brain tumor had increased; hence they received surgery to remove the brain tumor in september 2023. The neurologist did not think it was possible that the stimulator became a stimulation and the brain tumor became larger at that time.